Event description:
Customer reported device=28 mg/dl. Customer retested and device=138 mg/dl. Customer was unresponsive and husband called emergency medical technicians (emts). Emt device=47 mg/dl. Customer was treated with glucose tablets. No controls used. A request was made for return product and replacement product was sent.